Event description:
The device was used during a hiatal hernia under coelio procedure. Reportedly, the clips did not advance. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/23/97-supplemental rpt #1 submitted to FDA.